Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. A systems check was completed. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery.